Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment/partial display anomaly during test. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was significantly scratched making it difficult to read. The customer's blood glucose was unknown. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.